Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. No damage to belt clip rails noted.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose at the time of incident was unknown. Customer reported that something came off, almost like a clear plastic ring. Customer mentioned that her clip broke and she's given up replacing it. Customer reported that the reservoir is able to lock in place when inserted into pump. The insulin pump was returned for analysis.